Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call high blood glucose level. The customer blood glucose was 400 mg/dl. It was reported that the automode was turned off. The insulin pump will not be retuned for analysis.